Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a broken needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle broken from the applicator. The insertion site was at the abdomen. No product was provided for evaluation. An photo was provided for evaluation. The reported needle broken from the applicator was displayed in the photo. The root cause could not be determined.